Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the following was found: based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope sheath apex/ tip was broken. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.